Event description:
Pt arrived at the facility for pump discontinuation. Patient reports having an "error" occur and pump alarming. Spoke to the infusion company twice about the error of "no disposable clamp tubing", was instructed after error occurring twice to stop the pump and notify md on call. Pt reports the physician told pt to come in and have rn check pump. Line flushed without problems, good blood return noted. Line was free of clamps or kinks, re-tightened one area and retaped. Called infusystem, whose representative said it could be small bubbles but is uncertain why this would alarm. When pt arrived, 35ml left in pump, 61 infused. Pt asked to watch pump and when beeped "low res" to come in to the facility. The patient verbalized understanding and will call if needed. Pump restarted and infused for 15 mins before the patient left the facility. Manufacturer response for ambulatory infusion pump, cadd-legacy 1 (per site reporter): none as of this report date.